Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify what was meant by, ¿staple line didn¿t form nicely?¿ were the staples formed properly (b-form shape)? Was the staple line interrupted/missing staples? How was the procedure completed?

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure that the surgeon fired the device to ligate the renal artery; the staple line didn¿t form nicely. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.